Manufacturer narrative:
On the basis of medacta's risk analysis, the failure mode is likely to cause pt harm since, in case of malfunctioning of the broach handle a second broach handle is always available in the instrumentation kit, permitting the surgeon to complete the surgery successfully, as happened in this case. From the document review of the lot 085409 ((B)(4)), no particular anomalies were found related to the problem had.

Event description:
The mobile pin of the broach handle ((B)(4) - lot. 085409) is broken. No pt or user involved. The surgery was completed successfully.